Manufacturer narrative:
It was noted that the sample centrifugation time was too short for the tube type. The field service engineer found that the instrument was in need of a sample probe adjustment and a gear pump pressure adjustment. The calibration and qc tests has acceptable results.

Event description:
The initial reporter received questionable troponin t results from the cobas 6000 e 601 module analyzer. Sample 1's initial result was 38.40 pg/ml. The patient was sent to the ER for additional testing. Sample 2's initial result was <6 pg/ml. Sample 1's repeat result was 12.01 pg/ml; then using a different analyzer, the repeat result was 32 pg/ml. Sample 2's repeat results were <6 pg/ml and <6 pg/ml. The initial result of 38 pg/ml was reported out and deemed correct as the doctors believe the patient is having an a-fib episode. The patient was not treated based on the results. The questionable results were not reported outside the laboratory. The reagent lot number and expiration date were asked for but not provided.